Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated reflect code 4582.

Event description:
The further reported that product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there were "travel course reverse" and "check clutch/ plunger lever" errors in the history. Start-up and multiple flow and occlusion tests were performed and the reported issue was unable to be duplicated. The cause of the reported issue was unable to be determined. The clutch half's left and right with leadscrew and spring were replaced as a preventative measure since the parts were over 5 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a travel coarse error during an occlusion test. There was no reported adverse event.